Manufacturer narrative:
Investigation: bd received samples and a photo from the customer facility for investigation. The samples and photo were evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 3 bd vacutainer® precisionglide¿ multiple sample needles experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on needle. Customer found green particle on needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® precisionglide¿ multiple sample needles experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on needle. Customer found green particle on needle.